Event description:
It was reported by service report that the pt right top rail was broken preventing the side rail from being able to lock in the upright position. No pt involvement or adverse consequences are reported.